Event description:
It was reported that an asymptomatic patient presented in clinic during a follow up. During interrogation, an upgrade was performed, which failed causing the device to trigger backup vvi. Further, a device download was performed successfully restoring the device to normal function. The patient remained stable before, during and after the download and will continue to be monitored.